Event description:
It was reported that a 64-year-old caucasian female who had a mentor smooth round moderate plus profile 800cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation. (FDA correction/ removal reporting no.): 3005423519-10/12/2021-001-r. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 15, 2022. Additional information was received with receipt of the device. Replacement with mentor smooth round moderate plus profile 800cc saline prostheses was performed with explant. On december 16, 2022 analysis of the devices returned revealed that it is possible both implants had deflated. This report relates to the right prosthesis. See 1645337-2022-15659 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on december 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant measuring approximately 1.0 cm. Additionally, the implant was received with a suture in the rent, consistent with the information provided by the customer. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).